Manufacturer narrative:
Device received with missing segments/partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had partial display. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that when light was turned on, as soon she gets to bolus, it blocks off the center of the screen, sees the light at the edge but did not see the rest of the screen. Customer stated that insulin pump was not bumped or dropped, she replaced battery, checked settings but nothing changed. The device will be returned for analysis.